Manufacturer narrative:
Other relevant device(s) are: cable 9733823 zeiss combined. Device evaluation results are not available at the time if filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial tumorectomy. It was reported that the microscope had become disconnected. It was reported that a fracture of the microscope communication cable was suspected. Attempt was made to restart the microscope and the navigation several times but the issue was not resolved. Back-up products were used. There was no delay and no impact to the procedure.

Manufacturer narrative:
D11 additional information) lot number of concomitant product: 170505 h3, h6) a medtronic representative went to the site to test the equipment. The system performed as intended and passed a system chec kout. The microscope cable was potentially replaced, however this was not confirmed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Functional testing determined that the returned cable was found to be in good condition with no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction) it was confirmed that replacing the microscope cable resolved the issue. Fdm, fdr, fdc codes apply to this analysis as a result rather than fdr, fdc codes reported previously. If information is provided in the future, a supplemental report will be issued.